Manufacturer narrative:
Defective needle has been returned along with a cable for testing. 1 cable (ref stamp no.216 tgq 871) and 1 needle (ref part 9013s0012 lot 48a/17/d was returned for investigation. The following checks were completed: 1) cable connector to needle separation test per qms-004283 rev a using retain needle: result: cable passed the separation force spec of 400-800gf. 2) the returned needle - it was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Corrected the method code in section h from the initial report sent. Method code (B)(4) used instead of incorrect method (B)(4).

Manufacturer narrative:
Defective needle has been returned along with a cable for testing. Capa003896 root cause investigation summary: from the root cause investigation completed, issues have been identified with: - supplier no. 1 : dantec colour cover (cavity 3) internal diameter 4.38 mm +/-0.05 found to be above specification and internal diameter 4.48 +/- 0.07 found to be below specification. - supplier no. 2 : cable connector 9013c0014 separation force to hub 065y005/065y006 found to be above maximum specification of 700 gf. The remedial / corrective actions applied are as follows: supplier no. 1: 1. All affected dantec colour covers in house at gort are to be dispositioned as "use as is" (ncr015014). The following actions (2,3,4 & 5) will be carried out on the affected colour covers from action 1 above. 2. Increased inspection post sortimat/komax 4 assembly for hub to colour cover retention test under dco#(B)(4). 3. Tightened alert limits to be implemented for all results under dco#(B)(4). 4. Scrap affected bags of colour covers with known hub retention results outside the newly established alert limits - ncr015414. 5. Hub retention results to be documented under qms-003948 dantec dcn needle in-process inspection for hub to colour cover retention. 6. Review of teca concentric and monopolar tooling at supplier no. 1 for potential, similar issues. 7. Gort revalidation assessment. 8. Inactivate qms-003948 dantec dcn needle in-process inspection for hub to colour cover retention and update relevant procedures. 9. All parts received from supplier no. 1 to be routed for incoming inspection. 10. Procedure to be created for incoming inspection of dantec colour covers. Supplier no. 2: 1. Ncr016739 was initiated on the (B)(6) 2018, disposition of all cable connectors currently in house at natus 2. Tmv80 & tmv81 completed for cable to needle mating and separation force testing 3. First article inspection completed for all incoming cables 4. All parts received from supplier no. 2 to be routed for incoming inspection 5. Release of incoming inspection procedure for testing of supplier no. 2 cables through dco#(B)(4). 6. Eco#(B)(4) to correct drawing (B)(4) to correct the insertion and separation force from 400 - 700 gms to 400 - 800 gm.

Manufacturer narrative:
Return of defective product has been requested. Work order (B)(4) was reviewed. No rework or sort performed on this lot. No excessive scrap quantities were noted. No ncr's related to this lot. Accepted run at risk 180 - related to retest of environmental monitoring of cleanroom. Pq135 noted - validation of concentric needles on andmar grinder mc1917. Pq136 - protocol for visual inspection post electropolish. In process testing and inspections recorded on doc-011247 rev g were reviewed. All samples taken for tests gave acceptable results. The results for hub to cover retention test were within specification which is minimum 1.2kgf. Lowest value recorded was 2.145kgf, highest recorded value was 6.630kgf. The following test was carried out previously for the same issue on a qty of 10 needles (retains): (ref (B)(4)). Hub to cover retention test- all needles passed with results within minimum spec of 1.2kgf. Lowest value recorded was 1.605kgf, highest recorded value was 5.530kgf. Doc-010782 risk management report for dantec dcn was reviewed. Potential hazard and hazardous situation identified associated with physical injury - needle stick, ID 23 (needles are sharp, users could pierce themselves) and physical injury - cannula & hub assembly separates from outer colour cover ID 29 (needle / hub sub-assembly may pull out of outer colour cover). The overall risk rating is 3a (low - green area) (severity of hazard - 3 - moderate, probability of hazard - a - unlikely). CAPA (B)(4) has been opened to investigate this issue, status of this CAPA is at "implement actions". Justification for not providing below information and applicable sections: part a: patient information - no patient injury reported, device malfunction occurred. Date of event: customer did not provide exact date that the incidents occurred but noted "(B)(6) 2018". Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Faulty part 9013s0012 lot 48a/17/d: separation of needles from the hub. "The base is disconnecting from the needle, making the assembly unusable. This defect occurred several times on lot 48a/17/d (exp 27/11/2020)." Customer noted this occurred on two needles of the same lot number and part number. 1-589308943 is the reference number of the first incident and (B)(4) (3005581270-2019-00005) has been opened to document and report the second issue.